Event description:
Rptr is experiencing a problem with the lot number 648807a code 10 strips they are currently using. Lab is seeing a -25% bias in values for the abnormal high control on this lot number. The previous lot numbers 621705a, 606658a, and 606658a, which rptr has used in the last 6 months have given acceptable lot to lot variations (less than +/- 15% bias).